Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer performed a supply change to address the first instance and reset the pump to address the second instance. The customer's blood glucose level ranged from 150-225 mg/dl.